Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive movement issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument for failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on all attempts. The instrument moved intuitively with full range of motion in all directions. The instrument also clamped, fired and unclamped as expected during testing. The grip opened and closed properly. No physical damage was observed. The instrument was fully functional. No product issue was identified. Additionally, a green stapler reload was sent to isi as an incidental return with the stapler instrument and failure analysis investigation confirmed no abnormality with the reload during inspection and testing. The probable root cause of the non intuitive movement issue was unable to be confirmed. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform stapler 60 instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the movement of the sureform 60 stapler instrument was allegedly not following the surgeon's control. The customer reseated the stapler instrument and sterile adapter but the issue was not resolved. A backup sureform 45 stapler instrument was used to continue the surgical task and no further issue was reported. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site's clinical engineer and obtained the following additional information: the issue occurred when the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer and while the surgeon was attempting to manipulate the instruments. The instrument was intended to move right but the observed direction was up. There was no shakiness or friction observed. The non-intuitive motion occurred approximately two hours after starting procedure and the issue was persistent. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The instrument and sterile adapters were reseated but the issue was not resolved. The drape used during the procedure was disposed.